Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Service tech was unable to be confirmed or duplicated issue. Ventilator was powered in ventilate mode where the unit ventilated normally without faults.unable to power up unit into service mode due to the dip switch being broken.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer attempted to recalibrate the transducers and the exhalation flow pressure transducer failed on 3cmh20. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has transducer/xducr fault during pretest. The reporter confirmed that there is no patient involvement associated on this event.